Event description:
The patient was hypotensive. There was a delay of 10 minutes in getting the bed out of the door due to the siderails. The physician could not access the patient's airway to intubate because of the controls at the top of the bed. There was a delay in intubation. The patient was coded and died. It would be helpful if the steering controls at the top of the bed could be removed when necessary.